Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was performing an initial examination of the customer's device before completing a software update when it was observed that the device would not boot-up properly. Physio observed that the device initially powered on ok; however, upon attempting to power it off the device locked-up and a service wrench appeared on the readiness display. This could delay or prevent defibrillation from being delivered if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was an oscillator, designator y4, on the digital pcb assembly. Oscillator y4 would only randomly oscillate its frequency which prevented the device from powering on properly.